Event description:
Harmonic handpiece was not working properly. When the surgeon had clicked the off button on the handpiece, the device did not actually turn off. Handpiece was placed on the drapes and [redacted] (surgical tech) noticed that the handpiece had burned a hole through the drapes. I looked under the drapes to notice that there was a tiny hole burned through the drapes and blanket, but did not leave any visible mark on the patient's skin. The blanket underneath the drapes was then removed from the patient to avoid any smoldering. Charge nurse was notified. Harmonic scalpel was taken off the field and a sterile tegaderm was placed over the hole in the drape. Surgical wound class changed from clean to clean-contaminated. Harmonic focus®+ shears (ref# har9f, lot # 16540636). Handpiece given to charge nurse [redacted] for requisition.